Event description:
It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure performed to stop a polyp bleed.according to the complainant, the device was not able to cauterize. They used a hot biopsy forcep to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be normal.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure performed to stop a polyp bleed. According to the complainant, the device was not able to cauterize. They used a hot biopsy forcep to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be normal.

Manufacturer narrative:
Visual inspection of the returned gold probe device showed no anomalies. The gold probe also passed electrical testing. The customer complaint was not confirmed/duplicated, as the unit doesn't show any problem conducting current.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.(B)(4)

Manufacturer narrative:
Patient's exact age is unknown. However, it was noted to be 40-50 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).